Manufacturer narrative:
One of the jaws on the distal end of grasper insert has broken off. Damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, during a laparoscopic incisional hernia with mesh procedure, one of the jaws broke off the instrument into the patient. The doctor immediately retrieved piece and went on to complete procedure; there was no injury to the patient.